Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface. There was no obstacle to open the pouch. The device was not used and hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.